Manufacturer narrative:
The reported event of incorrect infusion rate denied by guardrails file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the nurse programmed the heparin infusion to infuse at 400 ml/hour when the ordered dose was 400 units/hour. The medication did not infuse on the patient at the incorrect rate, because it was denied by the device's hard guardrails. The facility's heparin bags are 500 ml in total and 50 units/ml. There was no patient harm.